Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system performed as intended. The medtronic representative reported that the touchscreen was functioning and confirmed that while in registration and navigation, the patient tracker did not pop up. No hardware parts were replaced. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the touchscreen became unresponsive and the patient tracker turned to cross hairs. The patient tracker feature was turned off on the system, so the tracker should never have been visible. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The issue occurred intraoperatively during the navigate task and delayed the surgery by less than one hour. It was reported that the touchscreen became unresponsive and the patient tracker turned to cross hairs. The patient tracker feature was turned off on the system, so the tracker should never have been visible. It was reported that the touchscreen stopped working after the medtronic representative wiped the screen with a dry micro cloth. It was confirmed that the usb connection to the back of the computer that controls the touchscreen was loose, it was reseated and functionality was restored. The surgery was completed with navigation and there was no impact on patient outcome.